Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared discolored. Unrelated to the display issue, the label with the serial number on the back of the pump casing was scratched with a portion missing. (B)(6).